Event description:
The rep reported the device was used during a laparoscopic appendectomy. It was reported the two tsw35s misfired. This is all the info available at this time, the rep is investigating. There was no consequence to the pt.